Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low alerts occurred on the app. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.